Event description:
It was reported that a 50-year-old caucasian female who underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prostheses experienced spontaneous left sided deflation post procedure. As a result, explant was performed on (B)(6) 2022. Both devices were received by mentor on (B)(6) 2022. On (B)(6) 2022, analysis performed on the devices returned revealed that the right sided device may have also been deflated. This report relates to the right prosthesis. See 1645337-2022-03625 for contralateral prosthesis report.

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 185276 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the posterior view. In addition, an area of missing material was observed within the shell wear measuring approximately 1.8 x 2.7 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses of the device. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).